Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing and noise. The shock impedances were high but within normal limits. During testing, the alternate sensing vector was found to be best. The sensing vector was then programmed from the primary vector to the alternate vector. There were no additional adverse patient effects. The system remains implanted.